Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, following an intraocular lens (iol) implantation, the patient experienced double vision, blurry vision. The iol was exchanged for another lens approximately within 2 months following the initial implant procedure. The clinical reason given for the explant was ¿visual discomfort¿. Additional information was requested